Event description:
The facility's biomedical engineering dept reported the pump to have an 812:02 failure code. Info was not provided regarding whether or not the device ws in pt use when the reported failure code occurred. The biomedical engineer stated that there was no report of pt injury or need for medical intervention. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding pt status, age of pt, set up of the pump, or medication involved.